Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack near the edge of the cap. This event occurred during use with patient involvement. No leakage was reported. The minicap was in place for eight hours before the crack was discovered. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection of the photo was performed and a fissure in the cap was noted. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.